Event description:
It was reported that high impedance was detected on the patient's device. The patient underwent surgery to replace the lead and generator. The suspect product has not been received to date. No further relevant information has been received to date.

Event description:
The explanted lead and generator were received. Product analysis on the returned devices has not been completed to date. No further relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator. A comprehensive electrical evaluation showed that the device performed according to functional specifications. No anomalies were identified. Product analysis was completed on the returned lead. A portion of the lead was returned in 3 pieces. The a portion of the silicone helices of the electrodes was not returned for analysis, so an evaluation and resulting commentary cannot be made on that portion of the lead. There were multiple abraded openings in the outer tubing of the lead. A lead fracture was verified by product analysis. In the second piece of the lead, there was a break in both positive and negative coils. Scanning electron microscopy found that pitting occurred at the break locations. The appearance of the lead coils suggested that the break of one strand in the quadfilar coil was stress-induced. No other anomalies were identified. No further relevant information has been received to date.